Event description:
The customer reported image quality and boot up problems. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded calibration files. System operates as intended. (B) (4).